Event description:
Information received via convatec sales rep states as follows: an ICU nurse reported that she was able to fully inflate the balloon prior to placement in the pt. It is reported that after insertion, the nurse was only able to inflate the balloon with 10cc if fluid before leakage occurred around the grey stopper near the indicator port.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is reported that the product is to be returned and a replacement product was sent to the nurse mgr (B)(6). There was no reports of a pt being harmed as a result of this malfunction. An investigation was performed by (B)(6), on (B)(6) 2013 based on the review of device history record and retained sample. The evaluation results for this complaint were provided by (B)(6), the results are as follows: device history records were reviewed for the lot of material in question. No process deviation was observed. The team confirmed that the parts were processed at specified process parameters; retained samples were reviewed and examined by the team, and they confirmed that the retained samples meet the product quality specifications defined by convatec. Based on the investigation conducted, this complaint is not confirmed, root-cause cannot be identified. Future complaints will be monitored for trends. A returned sample was not expected for this complaint. No additional information is expected. Reported to the FDA on december 12, 2013.